Event description:
The complaint was reported as: the end of the circuit, at the patient end, requires an adaptor (several) to fit any standard mask. This issue adds dead space and can give an inaccurate reading on the in-line etco2 sensor. No patient injury reported.

Manufacturer narrative:
The device sample not was returned for evaluation. The DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint can not be confirmed due to the lack of the product sample to perform an investigation and determine the source of the defect reported. Phone attempts were made to (B)(6) (respiratory care supervisor) in an effort to obtain additional information. To date, no response from the user facility.